Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that there was difficulty in advancing the catheter and occlusion on the metriq pump was observed. Furthermore, the catheter was difficult to irrigate, and the distal end of the catheter was bent. A stablepoint was selected for use to treat atrial fibrillation (afib) and flutter. During the procedure, there was difficulty in advancing the catheter and occlusion on the metriq pump was observed. Furthermore, the catheter was difficult to irrigate, and the distal end of the catheter was bent. The procedure was completed with another of the same device. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this intellanav stablepoint was visually inspected, and no visual defects were noted. Functional testing showed that the catheter's functional mechanism worked properly; no abnormal resistance was felt when actuating the device. Media inspection on the photo provided was the shipping information and could not confirm the reported events of catheter difficult to advance, catheter difficult to irrigate, curve kinked. During flow testing, the device that was connected to a metriq pump and purged at a rate of 60 ml/min. All six irrigation ports flowed freely. The pump was then programmed to 30ml/min, and the device was irrigated for 5 minutes without any errors or pump messages. With all available information, the reported events could not be confirmed as the reported failures were not able to be reproduced, and the device presented with no issues.

Event description:
It was reported that there was difficulty in advancing the catheter and occlusion on the metriq pump was observed. Furthermore, the catheter was difficult to irrigate, and the distal end of the catheter was bent. A stablepoint was selected for use to treat atrial fibrillation (afib) and flutter. During the procedure, there was difficulty in advancing the catheter and occlusion on the metriq pump was observed. Furthermore, the catheter was difficult to irrigate, and the distal end of the catheter was bent. The procedure was completed with another of the same device. No patient complications were reported. The device is expected to be returned for analysis.